Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that evar was completed without any issues. However, on the day of the index procedure, the patient complained of abdominal pain. An angiogram was performed, as intestinal ischemia was suspected. It is reported that the superior mesenteric artery (sma) seemed to be partially occluded under angiogram, so an additional intervention was performed. The patient underwent medical treatment by the department of radiology but patient status did not improve. An abdominal surgical operation was performed; a catheter was inserted through the bowel (intestinal canal) and a stent device was implanted. The sma occlusion was resolved. However, the patient¿s status was unstable and the patient died afterwards. The cause of death is unknown; no autopsy was performed.